Event description:
An ophthalmic surgeon reported that over the period of one month, during surgery, there was heating on the incisions of several patients during ultrasound. The surgeon notes incision edema, however states that there was no consequence for the patients, and there was no problem completing their surgeries. There has been no intervention required, and no postoperative impact for the patients.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the consumable product's lot number was not known, it was not possible to perform a lot complaint or device history review (DHR) review. The customer did not retain a sample for this complaint report; functional testing could not be concluded. Consequently, it is not known which component may have, if at all, contributed to the reported events. The root cause of the customer's complaint could not be determined. (B)(4).